Manufacturer narrative:
The olympus analyzer uses crown ether membrane electrodes. A specific root cause could not be determined. It has been determined that the issue was not instrument related as calibration and qc were acceptable and the repeat result confirmed the initial result. Based upon information provided, the issue may be related to pre-analytical handling of the sample.

Event description:
The customer reported that they received questionable results for four patient samples tested for ion selective electrode (ise) potassium. Of the four samples, one was found to have an erroneous result. The sample initially resulted as 5.7 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on the same analyzer and resulted as 5.7 mmol/l accompanied by a data flag. A physician questioned the reported value of 5.7 mmol/l, so the sample was sent to a reference laboratory for testing on an olympus instrument. The reference laboratory potassium result was 5.2 mmol/l and this value was believed to be correct. A corrected report was issued with the reference laboratory result. The patient was not adversely affected by the event. The potassium electrode lot number and expiration date were not provided by the customer. The customer declined a service visit, stating that they have not had a recurrence of potassium bias and correlations run since the issue have been good.